Manufacturer narrative:
Product analysis: the device was returned for analysis. The distal end of the stent was bunched proximally, and the struts are lifting. The stent did not meet visual acceptance specification. No issues evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one resolute onyx coronary drug eluting stent could not be pushed to the lesion, and after removal it was found that the stent had damage to the fibers. The lesion being treated had 90% stenosis and was located in the distal left anterior descending (lad) artery. The stent was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used. It was detailed that after performing pre-dilation an attempt was made to deliver the stent; however, it could not be pushed in. A non-medtronic extension guide catheter was then used but, the this still did not work. The stent was removed and upon inspection it was observed to have damage to the fibers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was 90% non-medtronic in-stent stenosis in the distal left anterior descending (lad) artery. There was also a patent stent present in the proximal-mid segment of the lad. The patient had triple vessel disease, with total stenosis in the left circumflex (lcx), and 40% stenosis in the mid right coronary artery (rca). The left main (lm) was normal. The stent did pass through a previously deployed stent. Patient weight provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.